Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that screen of the device was not working. The issue occurred during set up of the device. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor water-tightness of cable unit, water tightness is lost, there is dirt on button. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit, the endoscopic image cannot be displayed. And it is caused by component failure. Cause not established for dirt on button. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.